Manufacturer narrative:
Concomitant product: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. A report dated (B)(6) 2014 showed 1 electrode was involved (#12 versus all other electrodes) with the impedances measurement taken at 0.7 volts. On (B)(6) 2014 a report showed 2 electrodes (#9 and 12# versus all other electrodes) involved with the impedance issue when taken at 0.7 volts. Also, there was a report from (B)(6) 2014 which did not out of range readings. Also, it was noted that there were 6 prior reports that did not show out of range impedances. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there were persistant out of range impedance. The outcome was ongoing with no further action needed. Interventions included replacing the implantable neurostimulator (ins). The device was interrogated several times and the results were noted as impedance out of range. The etiology was noted as not applicable to the device or therapy and unlikely related to the procedure. The etiology was noted as related to the lead. No signs or symptoms were reported.

Event description:
Follow up information reported that there was no adverse event reported in the event. It was also reported that there were a total of 3 impedance reports in the event. If additional information is received, a follow-up report will be sent.